Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. However, insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to slightly loose drive support disk.